Event description:
Customer called to report high blood glucose were treated manually. Troubleshooting was performed. Pump tested ok and the insulin exited. It was stated that the driver block moved freely when the reservoir was out and the driver arms were down.